Event description:
During a left medial condyle fracture procedure, the 58 synthes screw was not grabbing the bone and the tip of the screw broke off inside the patient's bone. The surgeon notified the or staff. The screw tip was not retrieved and the surgeon disclosed this to the family.